Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Multiple MDR reports are filed for this event. See 0002023141-2022-00695 and 0002023141-2022-00695-1. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted. No product, item # or lot # available.

Event description:
It was reported that the healing collar did not seat. Tooth site #15.